Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the device alarmed battery out limit and customer was unable to clear the alarm. Customer stated the backlight of the device turned on and it won't turn off. Customer's blood glucose was 198 mg/dl. Customer reported he had the device on the gym, as a significant event that may have caused of the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.